Event description:
Reporter indicated that the handheld software gave him an error message that stated "failure to complete" and the system would not "boot up" even after a reset of the system was performed. It was also reported that the power cord would not stay plugged into the handheld. Attempts have been made to obtain product info, but no info has been provided.